Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: no product received for analysis. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> unknown, did the patient require revision surgery or hardware removal? --> no, patient status/ outcome / consequences --> no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> the defective reservoir was exchanged for another one, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, if further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: no product received. Photographs (5) are checked visually, and concluded: photo-1: one bulb sample is kept inside a package, having an identification sticker with batch no. J2302778. Photo-2 : paper side of the package visible having a white sticker at the corner of the package. Content of white sticker is unable to read. Photo-3 : one more picture of bulb sample, kept inside a package, having identification sticker with batch no. J2302778. Photo-4 : bulb sample is visible inside the package. Photo-5 : paper side of the package visible having a white sticker at the corner of the package. Content of white sticker is unable to read. Based on above photo analysis, defect of the product is inconclusive and further analysis of the received images is not possible. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and a bulb reservoir was used. We had a problem with the material "pear drain reservoir 100ml. The same patient sought the psa, as the drain had lost its suction capacity. The reservoir was replaced. Nursing did not keep the defective material, I believe because it was contaminated.